Event description:
It was reported that the previously used insulin pump had alarmed button error, and the customer revert back to another insulin pump as a back up plan. This customer stated that she inserted a battery into the back up insulin pump, and it alarmed indicating an external random access memory cyclic redundancy check error. The blood glucose reading was 196 mg/dl. The customer declined troubleshooting assistance for the alarm and was assisted with programming basal rates into the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-47706.